Event description:
It was reported that during an unknown procedure the device did not meet the customer¿s expectations. There were no patient consequences reported. Unknown how case was completed. It is unknown if the device will be returned.

Manufacturer narrative:
(B)(4) = firing knob, slip block assembly. Additional information was requested and the following was obtained: what type of procedure was the device used in? Did you receive any additional information on what did not meet the customer¿s expectations? How was the case completed? Response from the affiliate: did not fire the 2° time. It was blocked. During the second firing on small intestine the device got blocked. After some discussion with the nurses and surgeon we got to the conclusion that it was a ¿handling mistake¿ from the costumer side. Mostly probably the second reload got fired partly, that the blocking mechanism were activated. So in theory this is not really a complaint, but as first reported to me I had to do a report, and all this facts came up later than 24h after the event. I have no reload from the operation, they unfortunately discharged it. Otherwise it would have been easier to understand if this was the problem. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.